Manufacturer narrative:
The complainant reported that during deployment of a collagen plug, resistance was felt prior to the sheath separation. The product IFU instructs the user to abort the product procedure if resistance is felt while delivering the collagen. Code 200: co's evaluation of the returned product showed that the distal end of the sheath was completely collapsed. This could not happen if the dilator had been used correctly. In addition the sheath was kinked and both collagen plugs were wedged inside the sheath that had separated from the hub. Code 68: co's experience with product has shown co that sheath separations can occur if the path of collagen through the product sheath is restricted. Restrictions are usually the result of deformities in the sheath introduced during the clinical procedure. If the user continues to deploy the collagen the sheath can be stressed to the point where a separation will occur. Code 400: the manufacturing and qc records showed that this lot of product met all manufacturing specs. Code 2002: pvd would be a preexisting condition not a result of this complication. Code 1204; co disagrees with this. The product sheath which separated and was left in the tissue tract. There is no indication that the sheath was inserted in the vessel or plaque. Code 1260 is basically equivalent to code 1104 although co feels that 1104 is more appropriate.